Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the unable to authenticate. A technical support specialist (tss) verified that the customer account was locked and confirmed that customer it resolved the issue, allowing the user to log in successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to login to station and getting unable to authenticate error. However, there were no delay to patient care and adverse events or injuries reported based on this incident.